Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was unable to connect to the navigation system while setting up for a procedure. A manufacturer representative was able to verify the connection from the mobile view station (mvs). When the representative tried to add the navigation connection on the mvs, the system was selected and the representative clicked "ok", but the field would not populate with the choice. The communication would not turn green on the navigation system. Technical services (ts) had the representative reboot the imaging system mvs and image acquisition system (ias), as well as the navigation system, and the issue resolved. The representative was then able to select the navigation system in the navigation connection and continue setting up for the case. There was no patient present when this issue was identified.